Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes hemolysis occurred and samples had a red cell ring. There was no report of patient impact. The following information was provided by the initial reporter: we received an unusual large number of recalls from one of our referral laboratories stating they were receiving hemolyzed samples. Note, no changes in sample processing have been made since moving to bd tubes. I was able to pull chemistry samples we had inhouse for recalled patients and found that chemistry samples were not hemolyzed. However, in investigating samples being referred out, when cap was removed, a ring of red cells had formed in most of these samples, these cells are remixing with serum during transport to referral site and samples are being rejected for testing due to hemolysis. Again, this is not apparent unless you take the cap off the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received customer samples. Ten customer photos were received for review and analysis. After review and analysis of the customer photos, bd is able to confirm the customer reported defect of red cell ring based on customer photos. Additionally, bd is unable to confirm customer reported defect of hemolysis based on customer photos. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up and hemolysis were not observed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, hemolysis and red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the photos provided. This complaint is unable to be confirmed for hemolysis based on the investigation completed. All testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with an unspecified bd vacutainer® sst¿ blood collection tubes hemolysis occurred and samples had a red cell ring. There was no report of patient impact. The following information was provided by the initial reporter: we received an unusual large number of recalls from one of our referral laboratories stating they were receiving hemolyzed samples. Note, no changes in sample processing have been made since moving to bd tubes. I was able to pull chemistry samples we had inhouse for recalled patients and found that chemistry samples were not hemolyzed. However, in investigating samples being referred out, when cap was removed, a ring of red cells had formed in most of these samples, these cells are remixing with serum during transport to referral site and samples are being rejected for testing due to hemolysis. Again, this is not apparent unless you take the cap off the tube.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use with a bd vacutainer® sst¿ blood collection tubes hemolysis occurred and samples had a red cell ring. There was no report of patient impact. D.1. Medical device brand name: bd vacutainer® sst¿ blood collection tubes. D.3. Medical device manufacturer: becton dickinson& co. ¿ sumter, sc / 29153. D.4 medical device catalog #: 367986. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2174198. D.4. Medical device expiration date: 30-jun-2023. H.4. Device manufacture date: 23-jun-2022. D.4. Medical device lot #: 2266622. D.4. Medical device expiration date: 30-sep-2023. H.4. Device manufacture date: 23-sep-2022. D.4. Medical device lot #: 2266624. D.4. Medical device expiration date: 30-sep-2023. H.4. Device manufacture date: 23-sep-2021. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton dickinson& co. ¿ sumter, sc / 29153. G.5. PMA / 510(k)#: bk050036.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes hemolysis occurred and samples had a red cell ring. There was no report of patient impact. The following information was provided by the initial reporter: we received an unusual large number of recalls from one of our referral laboratories stating they were receiving hemolyzed samples. Note, no changes in sample processing have been made since moving to bd tubes. I was able to pull chemistry samples we had inhouse for recalled patients and found that chemistry samples were not hemolyzed. However, in investigating samples being referred out, when cap was removed, a ring of red cells had formed in most of these samples, these cells are remixing with serum during transport to referral site and samples are being rejected for testing due to hemolysis. Again, this is not apparent unless you take the cap off the tube.